Manufacturer narrative:
No unexpected motor alarm was noted during the bolus or basal delivery. The pump was unable to prime during prime test due to a faulty foce sensor. The pump passed the rewind, basic occlusion, occlusion, excessive no delivery and displacement tests. The motor was tested outside the device and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 150 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to complete the rewind. Nothing further was reported.